Event description:
It was reported that the patient presented for an implant procedure. During final lead measurement prior to pocket closure, the right atrial (ra) lead exhibited high pacing impedance due to dislodgement, with fluoroscopy confirming the lead helix had retracted without manipulation. Upon repositioning, the ra lead helix failed to extend despite adequate turns. The lead was removed and thoroughly cleaned, but the helix still did not extend on repositioning. The ra lead was not used and replaced. The patient was in stable condition.